Event description:
It was reported that the physician&#39;s handheld was stuck and unable to perform diagnostics on the patient&#39;s device. It was reported that the patient was sent home and was feeling ok. The physician performed a hard reset and the issue resolved. The patient was brought back into the office later that day and the device was repogrammed.